Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged that battery life was shorter than expected. In addition, it was reported that the top of the battery cap was worn. Furthermore, it was reported that replace battery alarms appeared in the history without having been preceded by low battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no evidence of short battery life observed in black box however a eaw 128-fb80, eaw 128-fe80 and eaw 128-fb88 alarms observed in black box on (B)(4) 2015. Eaw 128-fxxx alarms are defined as post delivery motor power supply faults. The pump powers with returned battery cap to a dim discolored display. Battery cap is able to fully tighten however "coin slot" on top of battery cap is damaged. Battery compartment crack observed below grip pad. Battery compartment threads damaged. Current draws within specifications; idle-80ma, sleep- 00ma, load- 190ma, rewind- 180ma. A "battery life or eaw 128-fxxx" issue was not duplicated during investigation. Removed pump case and disassembled pump. Evidence of moisture contamination inside pump on motor boost circuit including 5v motor regulator u12. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.